Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00495.

Manufacturer narrative:
Evaluation results - visual inspection of the lead revealed outer tubing breach and broken wires consistent with the use of an electrocautery instrumentation. A broken terminal and electrode was also observed. This damage is consistent with the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.